Event description:
Patient presented to the physician with ongoing tongue weakness, tongue deviation, and slurred speech since the implant procedure. Physician brought the patient into the operating room and removed the entire inspire system.